Manufacturer narrative:
The biomed tech reviewed the device and could not find any damage to the rubber bumper. He replaced the bumper with a new one and returned the unit to service. According to test performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. Maquet also determined that the hardness of the bumper may be a contributing factor to the reported event. The powerled series operating manual includes a verification of the covers during yearly maintenances.

Event description:
Customer informed maquet that, while the surgeon was positioning the surgical light, the rubber cap from the suspension fell off near the operating area. No injuries were reported. (B)(4).